Event description:
It was reported that the patients body has been jumping, hands shaking, and hallucinations. It was mentioned that the patient had an unknown infection. The patient was in the hospital for reasons not related to the scs device. No further information could be obtained.